Manufacturer narrative:
No product failure was alleged or identified. The device remains in-situ and no radiographs were provided to confirm the complaint. Review of the reported information clearly stated that the patient suffered a fall resulting in the injury requiring additional surgery. Also noting possible involvement of another manufacturer's device and surgeon's unintended use error. No additional can be completed. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery..." "...patient education: the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." "...compatibility: do not use coroent thoracolumbar system with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system. All implants should be used only with the appropriately designated instrument. Instruments and implants are not interchangeable between systems..."

Event description:
On (B)(6) 2022 a patient underwent the first part of a two-part extreme lateral interbody fixation procedure at l1/5 without issue. On (B)(6) 2022 the second half of the procedure the posterior fixation was conducted at t12/l5. It was reported that during the procedure another manufacturer's airtome was used for the preparation of the pilot hole and was misdirected downward into the pedicle. Postoperatively on an unknown date the patient reportedly fell and reported poor ankle motion. On (B)(6) 2022 a revision procedure took place to extend construct to t10/iliac and completed a posterior lateral interbody fixation at l5/s1 due to fractures at t12, right l4 pedicle, left l5 pedicle, and right l5 lamina that were sustained during a reported fall.